Manufacturer narrative:
Zimmer biomet (B)(4). Date of birth unknown / not provided. Weight unknown / not provided. Catalog number and lot number unknown / not provided. Additional PMA/510(k) numbers: k011028, k013227. Device not returned.

Event description:
It was reported that the screw became loose. Tooth location 30.